Event description:
During hydrotherablator ablation procedure, the uterus was perforated with sound, exposing the bowel. The physician was not able to complete the case. The patient is reported to be fine.

Manufacturer narrative:
The suspect device is not expected to be back in facility for evaluation. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.